Event description:
The customer reported that the device had a power reset during use. There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The reported symptom could not be reproduced. The device passed all testing. We are unable to determine the cause of the reported symptom as it could not be produced.